Event description:
Nitric oxide hose was plugged into carbon dioxide outlet. Pt was ventilated with co2 instead of nitric oxide. Anesthesiologist noted that pt's co2 level was 103. At that time, the md noticed the mis-connection.